Event description:
It was reported that the customer was taken to urgent care due to high blood glucose levels. The blood glucose reading at the time of the hospitalization was not reported. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The infusion set was removed, and the cannula was not bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.